Event description:
A report was received that the patient will be revised. No additional information is available.

Event description:
A report was received that the patient will be revised. No additional information is available.

Event description:
A report was received that the patient will be revised. No additional information is available.

Event description:
A report was received that the patient will be revised. No additional information is available.

Event description:
A report was received that the patient will be revised. No additional information is available.

Manufacturer narrative:
Additional information indicates that the physician is not sure what is going on with the patient and the patient will not revise at this time.

Event description:
A report was received that the patient will be revised. No additional information is available.

Manufacturer narrative:
Additional information was received that the patient¿s scs system was broken. The scs system will be replaced.

Manufacturer narrative:
Additional information was received that the patient¿s leads had migrated causing loss of stimulation. The patient will undergo a trial procedure and lead placement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that patient's scs was not in a good position. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the reason for the revision was inadequate stimulation. The patient will now undergo a trial procedure for a therapy upgrade instead of the cancelled revision.